Manufacturer narrative:
Product grid revised-suspect change from pri tubing to 2426-0500. The customer report that tubing is cracked/broken was confirmed based on visual inspection. A cut was observed on the silicone segment area near the lower fitment component. The cut was around the silicone segment. It is unknown how the damage occurred. No issue was reported during priming. No other damage or issue was observed. The sample was inspected for kinks, holes/tears in the tubing or damages to the components. The root cause was not identified.

Event description:
It was reported that the tubing cracked/broke. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing cracked/broken.